Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that a first time user to the product inserted an intra-aortic balloon (iab) on a patient and once connected to the iab pump (iabp) there was an "iab optical sensor failure" alarm generated. The physician was able to use the transducer to measure arterial pressure to continue therapy. There was no reported injury to the patient.

Event description:
It was reported that a first time user to the product inserted an intra-aortic balloon (iab) on a patient and once connected to the iab pump (iabp) there was an "iab optical sensor failure" alarm generated. The physician was able to use the transducer to measure arterial pressure to continue therapy. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The extender and pressure tubing were also returned. Two kinks were found on the catheter tubing near the y-fitting approximately 72.9cm and 73.9cm from the iab tip. A sensor output test was performed and a pressure reading could not be obtained. The technician then used an optical light to detect any breaks in the sensor's optical fiber and a break was observed within the y-fitting. The optical fiber was found to be broken, confirming the reported problems. It is difficult to determine when or how a break in the fiber optic occurs. However, a kink in the catheter can cause the fiber optic to break resulting in no signal, the inability to calibrate it or an alarm. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).